Manufacturer narrative:
Per a follow-up good faith effort response received, the clinical engineering technician ultimately replaced the power management pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the clinical engineering technician on the v60 ventilator indicating that the device was not turning on. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The clinical engineering technician tried the power management (pm) printed circuit board assembly (pcba) from a working v60, but the issue remained. The clinical engineering technician then placed the original pm pcba back, but the device still did not have power. The remote service engineer (rse) informed the clinical engineering technician to check the alternating current (ac) and battery power to eliminate the power source. The rse also recommended that the clinical engineering technician check the pins on the pm pcba. The clinical engineering technician tried both the motor controller (mc) pcba and pm pcba from a working v60, but the issue persisted. The clinical engineering technician then placed both back in the good working v60, and the v60 operated as intended. The clinical engineering technician believed that the problem was with the central processing unit (cpu) pcba, and the rse provided the clinical engineering technician with the part number and price of the replacement cpu pcba for repair. Per good faith effort (gfe) response, the clinical engineering technician ultimately concluded that the replacement pm pcba needed to be ordered. The investigation is ongoing.